Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and after diagnosis of factor v leiden disease and antithrombin iii deficiency. At some time post filter deployment, it was alleged that the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. The patient presented to the emergency room with pain and swelling in their groin and leg and was found to have extensive deep vein thrombosis of the right leg femoral vein and extensive bilateral pulmonary embolism. Six weeks later, the patient was readmitted for pain and edema in their right lower extremity and was again found to have right lower extremity deep vein thrombosis. Six months later, the patient was readmitted with abdominal pain and was found to have chronic thrombus in all veins of the bilateral lower extremities and extending up into the upper abdomen. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical record. Therefore, the investigation is inconclusive for filter tilt, filter migration, perforation of the inferior vena cava (ivc), filter limb detachment, thrombus and pulmonary embolism (pe) post filter deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 05/2011), g3, g4, h6 (device code: 2907) h11: h6 (method, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. H10: g4, h6 (device 2907, 1528). H11: d1, d4. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and after diagnosis of factor v leiden disease and antithrombin iii deficiency. At some time post filter deployment, it was alleged that the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. The patient presented to the emergency room with pain and swelling in their groin and leg and was found to have extensive deep vein thrombosis of the right leg femoral vein and extensive bilateral pulmonary embolism. Six weeks later, the patient was readmitted for pain and edema in their right lower extremity and was again found to have right lower extremity deep vein thrombosis. Six months later, the patient was readmitted with abdominal pain and was found to have chronic thrombus in all veins of the bilateral lower extremities and extending up into the upper abdomen. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: it was identified that the three previously submitted supplemental reports were submitted erroneously as follow up # 2, follow up # 3 and follow up #4, inadvertently not selecting follow up #1. In feb 2025, an email was rec'd from FDA problem report specialist,/MDR data systems team notifying bdpi of the error. This sup will be considered follow-up # 1 to allow for the processing of the previously submitted follow up # 2, follow up # 3 and follow up #4. Note that no new information was obtained in-between these submissions and this supp is only to remedy the inaccurate follow up numbers to each of the previously submitted reports. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the first supplemental emdr for 2020394-2016-00696 was inadvertently sent as follow up #2 (field g7). Therefore, the second supplemental emdr will be sent as follow up #3. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, filter migration, perforation of the ivc, limb detachment and pe post deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4 (expiry date: 05/2011), h4 (manufacturing date: 05/2008), h6 (patient code: 1820), h6 (device code: 2907). H11: b2 (outcome other ¿ description), d1, d4 (product catalog no., corporate lot no), h6 (patient code), h6 (device code), h6 (method), h6 (conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and after diagnosis of factor v leiden disease and antithrombin iii deficiency. At some time post filter deployment, it was alleged that the patient presented to the emergency room with pain and swelling in their groin and leg and was found to have extensive dvt of the right leg femoral vein and extensive bilateral pe. Six weeks later, the patient was readmitted for pain and edema in their right lower extremity and was again found to have right lower extremity dvt. Six months later, the patient was readmitted with abdominal pain and was found to have chronic thrombus in all veins of the bilateral lower extremities and extending up into the upper abdomen. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.